Event description:
High blood sugar (blood glucose increased). Case description: this spontaneous report received from the united states, reported by a consumer as "high blood sugar and novopen 3 broke", concerns a 44-year old male patient treated with a novopen3 (insulin delivery device) (treatment dates unknown) for "diabetes mellitus insulin-dependent". A man reported, that he experienced high blood sugars when he administered insulin from the novopen3 in question in 2006. He also reported, that the device was broken , although he did not specity how it was broken, and that he was unable to administer further doses of insulin as a result. His blood sugar level was in the 400 mg/dl range and he did not have a back-up system available to administer his insulin so he received a dose of insulin at a local hospital in the emergency room. The overall outcome was reported as "not recovered" at the time of the initial report. No further information was available. The device is available for testing. To date, one verbal request and one written request for return of the device was done, but the device has not yet been received.